Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a potentially inappropriate shock for an atrial arrhythmia with rapid ventricular response which was detected by the cardiac resynchronization therapy defibrillator (crt-d) as ventricular fibrillation (vf). It was also reported that there was occasional undersensed atrial beats noted during episodes. The crt-d and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.